Event description:
The patient has 2 leads ( from the same lot) implanted as part of her scs system. The patient reported she experienced ineffective stimulation. Follow-up information revealed the patient needs a MRI performed due to unrelated illnesses. Subsequently, the patient will undergo surgical intervention to have her scs system explanted at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.